Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure to implant a drg system, while placing the s1 level lead a possible dural puncture/ cerebrospinal fluid leak (csf) occurred. It was noted that patient was symptomatic following the procedure and was prescribed medication.